Event description:
During a pancreas cancer resection, after the device was fired, the surgeon found some staples were malformed. There was an incomplete staple line. Hand sewing was used to complete the procedure. There was no pt consequence.